Manufacturer narrative:
Media provided by the customer was reviewed and showed that the tip of the device was detached. B3 date of event was estimated based on aware date since the event date was not reported. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported that a catheter issue occurred. The opticross hd was selected for ultrasound examination of the target lesion. During the procedure, the catheter got stuck on a non-boston scientific wire in a very calcified segment and the catheter tip was ripped off into the guide catheter. Everything was removed. There were no patient complications. The procedure was stopped.

Manufacturer narrative:
B3 date of event was estimated based on aware date since the event date was not reported. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported that a catheter issue occurred. The opticross hd was selected for ultrasound examination of the target lesion. During the procedure, the catheter got stuck on a non-boston scientific wire in a very calcified segment and the catheter tip was ripped off into the guide catheter. Everything was removed. There were no patient complications. The procedure was stopped.